Event description:
The customer returned the inner sheath, to olympus repair center for evaluation of a broken ceramic tip that was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Device evaluation found damaged tip beak. In addition, seal rubber was found chipping a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: wear and tear, wrong handling this issue is addressed in the instructions for use (IFU): visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.